Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following an unrelated hip surgery. A manufacturer representative met with the patient and attempted to troubleshoot but the ipg was deemed inoperable. In turn, surgical intervention may take place at a later date.